Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device wouldn't turn on at all. It was reported that there was a 10-15 minute delay in order to obtain a spare device. It was reported that the surgery was successfully completed. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was found to not work. It was also noted that the device had unknown debris internally on components, cover plate on the electronic control unit had come off, corrosion and debris on the bearings, damaged and the electric motor was frozen, will not rotate. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods/failure to follow the cleaning and maintenance procedures per the directions for use. If additional information should become available, a suplemental medwatch will be submitted accordingly.